Event description:
Complainant alleged that the medics were monitoring a 90 yr old pt in asystole, when the device shut down in a battery mode. The medics allege that they did not receive a "low battery" message, on the device screen, prior to the device shutting down. The medics replaced the battery pack in the device and resumed monitoring the pt. The pt subsequently expired, but the pt outcome was not thought to be as a result of the alleged malfunction.